Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not delivering bolus attempts. The customer's blood glucose reading was 485 mg/dl. The customer was advised to remove reservoir and troubleshooting was performed relative to pump under delivering insulin. It was found that the bolus wizard settings and blood glucose target were inaccurate. They were corrected and the customer was advised to monitor the pump and high blood glucose and to call back if necessary. The customer indicated that the product would not be returned.